Manufacturer narrative:
Intuitive surgical inc. (Isi) received the proximal set-up joint (psuj) and the flex from the patient side cart (psc) for failure analysis investigation. The components were analyzed, and the following investigations were obtained: the psuj: the error was confirmed as having occurred in the field and not replicated in-house. Unit was tested on a testing platform and all tests passed. The error reported is related to voltage, it may be occurring with the use of the horizontal brake. The psc flex: in the field logs, the 32100 ivmon errors were confirmed and seen pointing to the brake. The flex was installed onto a test system and started up in normal mode without triggering any faults or errors. Once the flex was clutched, the system immediately triggered the 32100 error. The system logs showed that the values of the 32100 error were identical to the field logs.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found error 32100 from the proximal inner set-up joint (suj). The fse replaced the proximal suj and the flex on patient side cart. Isi has not received the products involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) they received error 32100 from setup joint (suj) proximal inner, problem identified during procedure the customer try to recover the error, but the issue reoccurred. The tse asked, if possible, to continue the procedure with 3 universal surgical manipulators (usms) and the customer agreed. The logs show error 32100 from suj proximal inner. There was no issue involved to the patient, and the procedure was completed as planned. There was a delay of less than 15 min. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon discontinued the usage of the universal surgical manipulator (usm) after the issue. The procedure was completed with 3 usms. The system functionality was checked upon powering on the system. The system had initially powered on without any issues.